Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic bioprosthetic valve implanted 10 years, 10 months, was treated via valve-in-valve procedure due to severe aortic stenosis, regurgitation with reduced motion, and trace paravalvular insufficiency. There was also mild thickening of the leaflets noted. Patient had a mean gradient of 70 mmhg and a valve area of 0.68 cm2. A 23mm transcatheter valve was implanted inside the failing 23mm valve in the aortic position. The patient was discharged on postoperative day three (3).